Manufacturer narrative:
Based on the new information received, the orbit coil was placed through a different microcatheter upon removal. Therefore, no complaint is being reported against the orbit coil. With this information, there was no event or product malfunction associated with the device, and therefore does not meet the criteria for reporting. Additionally, no further reports will be forthcoming for this medwatch report.

Event description:
The microcatheter could not transport orbit coil. The surgeon felt the resistance. Changed another microcatheter to complete the procedure. Additional information received from the affiliate indicated that the coil got stuck in the microcatheter halfway through advancement into the microcatheter. The event occurred during procedure. The coil was safely withdrawn and the procedure was completed with the microcatheter being replaced. There was no loss of target position in the intra-cranial vasculature. No coil stretching or premature detachment was observed in the microcatheter or aneurysm. The size and type of microcatheter used was unknown. The target site was the aneurysm and the vessel characteristic was normal. An adequate and continuous flush maintained through the microcatheter. There was no additional intervention performed or any additional medication prescribed. The coil was used like a guidewire to reposition the microcatheter. No patient injury was reported. As more information was received, the orbit's catalog number was 637mf0308, the lot number was unknown. The case was confirmed intracranial case. The orbit was not removed from the microcatheter and the microcatheter was not exchanged over a guidewire without loss of target site. There were no kinks in the microcatheter noted upon removal that may have contributed to the event.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.